Event description:
It was reported that the scrub tech put the four pieces of the adm impaction handle together then began to screw the wing nut bolt which cross threaded with impaction rod. The device was not able to be used or taken apart.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged difficulty disassembling a handle, rod, expandable coupler and wing nut of a restoration adm impactor was reported. The event was not confirmed. Lubrication improves the coefficient of friction between mechanical parts in order to facilitate the sliding between the adm rod and nut preventing wear and seizing. The investigation concluded that thread lubrication is required after cleaning as specified in the specific cleaning instruction for the restoration adm straight cup holder/impactor.

Event description:
It was reported that the scrub tech put the four pieces of the adm impaction handle together then began to screw the wing nut bolt which cross threaded with impaction rod. The device was not able to be used or taken apart.